Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root causes of the incidents. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All trocars are thoroughly inspected and tested 100% for leakage during the manufacturing process. It is possible that improper placement of the trocars and/or the selection of trocars of insufficient length contributed to the purported preperitoneal insufflation. This document represents our final report.

Event description:
Lap chole: "dr (B)(6) placed trocars at start of case with no issues. During the case she noticed that intraabdominal pressure started to increase, anesthesia noticed that patient's co2 increased and her visibility was decreasing. Then she noticed crepitus around trocar sites in lower abdomen and she also stated that she was having trouble with trocars slipping out so she had to switch all trocars to longer trocars. She believed the trocars could have caused gas to leak into the peritoneal space which increased the patient's co2 and caused the trocars to no longer reach. Patient status: stable; intervention: anesthesia had to bag patient to blow off excess co2, surgeon had to switch insufflation to a different port."